Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use. During the first inflation at 6 atmospheres, the balloon ruptured. After decompression, the device was removed from the body and the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).